Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2018 from other non-health care professional this case concerns a female patient (age unspecified) who received treatment with synvisc one and after few days of receiving injection patient had pain, swelling and aspirated with 25 cc's fluid. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, one dosage form once (batch/ lot number: 7rsl018a; indication and expiration date: not reported) in right knee. On an unknown date in (B)(6) 2017, about a week later, patient had pain and swelling. Patient was aspirated with 25 cc's fluid. Patient had some relief but came back again. Patient injected a steroid. Patient still had pain for about 6 weeks post injection. Patient was doing better now. Corrective treatment: steroid for all events. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all events.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 03-jan-2018 from other non-health care professional this case concerns a 51 years old female patient who received treatment with synvisc one and after few days of receiving injection patient had pain/ significant increase in pain/ sharp, throbbing, aching burning quality, swelling/ significant increase in swelling and aspirated with 25 cc's fluid. Patient also had warmth, stiffness and weakness after 23 days. No medical history, concomitant medication or concurrent condition was provided. Patient had received synvisc one in past on (B)(6) 2016. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, at a dose of 6 ml once (batch/ lot number: 7rsl018a, expiration date: not reported) in right knee for osteoarthritis of right knee. On an unknown date in oct-2017, about a week later, patient had pain and swelling. Patient was aspirated with 25 cc's fluid on an unknown date in (B)(6) 2017. Patient had some relief but came back again. Patient was injected a steroid. Patient still had pain for about 6 weeks post injection. Patient was doing better now. It was reported that the patient had significant increase in knee pain as well as swelling on (B)(6) 2017. On the same day, 23 days after the first injection, patient had warmth but did not see any redness. The pain was constant 10/10 with a sharp, throbbing, aching, burning quality associated with swelling, weakness, stiffness and giving out. Corrective treatment: steroid, triamcinolone acetonide (kenalog), lidocaine hydrochloride (xylocaine) for pain/ significant increase in pain/ sharp, throbbing, aching burning quality, swelling/ significant increase in swelling; steroid and aspirated with 25 cc's fluid for knee effusion, triamcinolone acetonide and lidocaine hydrochloride for warmth, stiffness; not reported for weakness outcome: recovered for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 51759 and results were received for the same. The production and quality control documentation for lot # 7rsl018a expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl018a no CAPA is required. (B)(6) continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 26-mar-18, there are 3 complaints on file for lot # 7rsl018 and all related sub-lots: 3 complaints are on file for lot # 7rsl018a: (2) adverse event reports and (1) tip breakage. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 product complaint handling? To determine if a CAPA is required. Seriousness criterion: required intervention for pain/ significant increase in pain/ sharp, throbbing, aching burning quality, swelling/ significant increase in swelling, aspirated with 25 cc's fluid, warmth, stiffness additional information was received on 11-jan-2018 from an other non-health care professional. Patient's height was added. Additional events of warmth, stiffness and weakness were added along with details. The event term pain/ significant increase in pain was updated to pain/ significant increase in pain/ sharp, throbbing, aching burning quality and swelling was updated to swelling/ significant increase in swelling. Outcome of pain/ significant increase in pain/ sharp, throbbing, aching burning quality, aspirated with 25 cc's fluid and swelling/ significant increase in swelling was updated from recovering to recovered. Corrective treatment (triamcinolone acetonide and lidocaine hydrochloride) was added for pain/ significant increase in pain/ sharp, throbbing, aching burning quality and swelling/ significant increase in swelling. Indication and dose of synvisc one was added. Clinical course was updated and text was amended accordingly. Additional information was received on 26-mar-2018. Global ptc number and results were added. Clinical course was updated and text was amended accordingly.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 03-jan-2018 from other non-health care professional this case concerns a (B)(6) years old female patient who received treatment with synvisc one and after few days of receiving injection patient had pain/ significant increase in pain/ sharp, throbbing, aching burning quality, swelling/ significant increase in swelling and aspirated with 25 cc's fluid. Patient also had warmth, stiffness and weakness after 23 days. No medical history, concomitant medication or concurrent condition was provided. Patient had received synvisc one in past on (B)(6) 2016. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, at a dose of 6 ml once (batch/ lot number: 7rsl018a, expiration date: not reported) in right knee for osteoarthritis of right knee. On an unknown date in (B)(6) 2017, about a week later, patient had pain and swelling. Patient was aspirated with 25 cc's fluid on an unknown date in (B)(6) 2017. Patient had some relief but came back again. Patient was injected a steroid. Patient still had pain for about 6 weeks post injection. Patient was doing better now. It was reported that the patient had significant increase in knee pain as well as swelling on (B)(6) 2017. On the same day, 23 days after the first injection, patient had warmth but did not see any redness. The pain was constant 10/10 with a sharp, throbbing, aching, burning quality associated with swelling, weakness, stiffness and giving out. Corrective treatment: steroid, triamcinolone acetonide (kenalog), lidocaine hydrochloride (xylocaine) for pain/ significant increase in pain/ sharp, throbbing, aching burning quality, swelling/ significant increase in swelling; steroid and aspirated with 25 cc's fluid for knee effusion, triamcinolone acetonide and lidocaine hydrochloride for warmth, stiffness; not reported for weakness outcome: recovered for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for pain/ significant increase in pain/ sharp, throbbing, aching burning quality, swelling/ significant increase in swelling, aspirated with 25 cc's fluid, warmth, stiffness additional information was received on 11-jan-2018 from an other non-health care professional. Patient's height was added. Additional events of warmth, stiffness and weakness were added along with details. The event term pain/ significant increase in pain was updated to pain/ significant increase in pain/ sharp, throbbing, aching burning quality and swelling was updated to swelling/ significant increase in swelling. Outcome of pain/ significant increase in pain/ sharp, throbbing, aching burning quality, aspirated with 25 cc's fluid and swelling/ significant increase in swelling was updated from recovering to recovered. Corrective treatment (triamcinolone acetonide and lidocaine hydrochloride) was added for pain/ significant increase in pain/ sharp, throbbing, aching burning quality and swelling/ significant increase in swelling. Indication and dose of synvisc one was added. Clinical course was updated and text was amended accordingly.